Event description:
As reported, approximately 1 year postoperatively of tsa, this 71 y/o male experienced a left shoulder revision and all implants were removed due to infection. Patient was last known to be in stable condition following the event. Devices were disposed by the hospital.

Manufacturer narrative:
Section h10: (h3) as reported, approximately 1 year postoperatively of tsa, this 71 y/o male experienced a left shoulder revision and all implants were removed due to infection. Patient was last known to be in stable condition following the event. Devices were disposed by the hospital. Per IFU# 700-096-004, postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear or infection, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. ¿infection is a clinically well known potential complication of any surgical procedure including knee arthroplasty. If infection occurs after knee replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following total knee arthroplasty ranges from 0.4% to 2.5%.1 the highest risk period for infection is between six months and three years.2 based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. References 1. P.b. Voleti, k.d. Baldwin, and gwo-chin lee. ¿use of static or articulating spacers for infection following total knee arthroplasty: a systematic literature review¿. The journal of bone and joint surgery. Sept 2013; 95-a: 1594-9. 2. J.b. Meding, m.a. Ritter, k.e. Davis, and a. Farris. "Meeting increased demand for total knee replacement and follow-up: determining optimal follow-up". The bone and joint journal. Nov 2013; 95-b: 1484-9. ¿ (h6) evaluation codes: 1735, 2993. Section h11: *the following sections have corrected information: (b5) as reported, approximately 1 year postoperatively of tsa, this 71 y/o male experienced a left shoulder revision and all implants were removed due to infection. Patient was last known to be in stable condition following the event. Devices were disposed by the hospital. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. (H1) type of reportable event: serious injury *no information provided in the following section(s): a4, a5, b6, b7, g8, h7, h9.

Manufacturer narrative:
Pending evaluation concomitant device(s): glnd kwire (cat# 315-35-00 / sn# (B)(4)); glnd kwire (cat# 315-35-00 / sn# (B)(4)); equinoxe reverse shoulder drill kit ( cat# 321-20-00 / sn# (B)(4)); equinoxe, humeral stem primary, press fit 15mm (cat# 300-01-15 / sn# (B)(4)); equinoxe replicator plate 4.5mm o/s (cat# 300-10-45 / sn# (B)(4)); equinoxe, humeral head tall, 50mm (beta) (cat# 310-02-50 / sn# (B)(4)).

Event description:
It was reported that the patient was revised due to infection ¿ all implants were removed. Shoulder revision occurred on the side left.